Event description:
The surgeon began the novasure cavity assessment. The cavity width and length measurements were taken and set on machine. Assessment was attempted three times with failure. The novasure representative was contacted and the procedure was confirmed with the representative to try and identify the failure. The hand device was replaced and the co2 cartridge changed. The system did pass assessment with new hand piece. It is unknown if the second device was of the same lot number as the device that malfunctioned.what was the original intended procedure?diagnostic hysterocopy, dilation and curettage, endometerial thermal ablation with novasure.device #1is this a laboratory device or laboratory test?no.